Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7271865, expiration date: 2022-10-31, manufacture date: 2017-09-28. Medical device lot #: 7282512, expiration date: 2022-11-30, manufacture date: 2017-10-09. Medical device lot #: 7282509, expiration date: 2022-10-31, manufacture date: 2017-10-09. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter described as ¿an oily substance¿ was seen on the tip of a bd¿ syringe with bd luer-lok¿ tip before use. The device was not used and there was no report of injury or medical interventions.

Manufacturer narrative:
Investigation results: seven samples were returned to the manufacturing plant for evaluation. A quality engineer was able to investigate the samples and determined that there was a very minor ring of silicone identified in the fluid path of the syringe thus verifying the reported issue. A device history record was performed on each batch and found zero defects reported and all measurements of silicone accepted. 7271865 was produced on 11/28/17 with zero defects found all measurements of silicone were accepted. 7282512 was produced on 12/6/17 with zero defects found all measurements of silicone were accepted. 7282509 was produced on 11/29/17 with zero defects found all measurements of silicone were accepted. Spec for silicone is .0035-.0080grams. Readings are performed at the middle and end of each batch. Readings were all accepted. Silicone applicator regulator and nozzle psi in spec on setup logs. Bd was not able to duplicate or confirm the customer¿s indicated failure mode. Based on the investigation results to date, root cause was not found. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel, however, some silicone may not be perfectly distributed. Silicone has been in use in this application for over 20 years, with estimated distribution well in excess of 25 billion units. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant.